Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) lens is broken. Analysis also found the upper case, lower case, two side bail covers, and ring cover are broken. Battery release, lead flex cover, battery drawer, and keyboard pad are contaminated. Battery contacts are compressed. Two side bails and ring are missing. Lcd is missing segments. Battery flex and heart lead flex have worn flex tape contacts.

Event description:
It was reported the device has a cracked lcd (liquid crystal display). It was also reported the screen is shattered. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.